Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/alarming/red light. The key failure is the hose clamps were replaced. Additional malfunction is the power switch short circuited.